Manufacturer narrative:
Concomitant medical products: 500fa25 mechanical valve; implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received multiple inappropriate shocks for atrial fibrillation (af) rapid ventricular resp onse that the implantable cardioverter defibrillator (ICD) detected as ventricular tachycardia (vt). The ICD remains in use. No further patient complications have been reported as a result of this event.